Event description:
On (B)(6) 2011, the pt was implanted with seven gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt's anatomy is extremely tortuous and the c-arm visualization during the procedure was not adequate. The pt is also morbidly obese. On (B)(6) 2011, a computed tomography revealed that the pt's left common iliac artery was clotted off with thrombus. Contrast was seen above and below the contralateral leg component. The physician stated that the contralateral leg component may be disconnected from the trunk-ipsilateral leg component. On (B)(6) 2011, an angiogram confirmed a type iii endoleak from the trunk-ipsilateral leg component and contralateral leg component. The physician was not able to get wire access through the pt's left common iliac artery so the physician performed an aorto-uni-iliac procedure using a zenith renu device and finished the procedure with a femoral-femoral bypass. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: morbidly obese pts. Additionally, the IFU states ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories. Please note additional devices implanted and related to this event: pxc121400/ 9319996.